Event description:
A patient reported they only feel stimulation when they increase stimulation, and then it goes away. During the report, it was determined that the implantable neurostimulator (ins) was off. They turned the ins back on to program 4. The patient also stated that their trial helped their symptoms, but they never had a therapeutic effect with the ins. The patient is scheduled to see their healthcare provider (hcp) in a couple of weeks. Electro cautery guidelines were requested for a colonoscopy, but the patient confirmed they were unrelated to the device or therapy. On (B)(6) 2016 follow up from the hcp reported that the issue had been working on adjusting settings and the issue was resolved. On (B)(6) 2016 follow up from the patient reported the issue was only somewhat, but mostly likely not, resolved. They also noted "its not working". The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported their implantable neurostimulator (ins) hasn't worked since implant. Patient noted that it was a last resort. The patient tried every pill and did not want to do botox. Patient has been reprogrammed, is disheartened, and is requesting assistance in changing programs from program 4 at 2.4v. The patient was changed to program 1 at 1.4v and is comfortable. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). Patient will follow up with their hcp if the problem doesn't resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was received therapeutic benefit after changing to program 1 at 1.4v whereas patient reported they were not receiving therapeutic benefit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the patient wanted to change from program 1 to program 2. The patient was assisted with changing from 1.7 on program 1 to program 2 at 1.5 and would contact their healthcare provider (hcp) if their symptoms did not resolve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient requested assistance on switching programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.